Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced worsened blurry vision and halo. The iol was exchanged for another lens model 3 months following the initial implant procedure. Additional information has been requested. There were 2 files associated with this report. This report was 1 of 2.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).